Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non-reproducible false positive results generated by access 2 immunoassay analyzer. Patient results were not provided. The laboratory has implemented an accutni patient repeat procedure where any patient without a history and results of 0.1ng/ml or greater are re-spun and rerun. Hence, the event will be presumed to be worst case scenario that false positive accutni patient results above the ami cut-off were initially obtained with repeat results recovering within the normal reference range. The results were not reported out of the laboratory. The customer has a proactive procedure implemented to verify unexpected results prior to reporting the results out of the laboratory, thus preventing potential risk to patient safety. The event did not impact patient treatment.

Manufacturer narrative:
Accutni samples were collected in bd lithium heparin gel tubes. The customer stated the unit was performing within qc specifications when the event was reported. Service was not dispatched.